Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after replacing the device, there was a warning for diaphragmatic stimulation. The procedure was postponed for the following day. The right ventricular (rv) lead was explanted and replaced. After the lead was replaced, it was not possible to connect the rv lead to the device. The setscrew was malfunctioning. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.